Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed smiths tamper seal was missing. No physical damaged was found on the device. Upon inspection, reported problem was confirmed. It was found the latch lock optic cam flex sensor was not functioning. The latch lock optic flex circuit will be replaced.

Event description:
It was reported that cadd solis vip ambulatory infusion pump alarmed cassette not attached. No patient injury reported.

Event description:
Additional information: event did not occur while in use by patient. Found during testing.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4). As a result of warning letter cms#(B)(4).